Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clip was malformed when the device was used on the blood vessel. The jaws did not open/close properly from the beginning. The shape of the deployed clip was asymmetric (one leg was longer than the other leg). There was no unexpected resistance while firing the device. The doctor is use to using the device. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Additional information: which firing of the device did this event occur on? ---from the 1st. Was the clip fully advanced into the jaws prior to firing? ---no information. Was there any torquing or twisting of the device present at the time of firing? ---no. Were any unexpected noises heard? If so, when? ---no. Did anything unexpected happen prior to this incident? ---no. The analysis results found that the device was received in good visual condition and with two "j" shape clips inside a petri dish. In attempt to replicate the report incident the device was tested for functionality. Upon firing, the device was cycled, fed, and formed the remaining clips as intended. In order to confirm the clips were within manufacturing specifications, the clips were evaluated using a tool that is designed to determine proper formation. In addition the device locked out as intended. In order to avoid this kind of issue, please note the instructions for use indicate do not insert the clip applier through a trocar if a clip is present in the jaws. This may result in clip malformation, dislodged clips, or damage to the instrument. If a clip is present in the jaws, fully squeeze the trigger against the handle, and then fully release the trigger to release the clip from the jaws before inserting the device through the trocar. Prior to loading a clip in the jaws and firing the instrument: ensure that the jaws are fully open by verifying that the line of demarcation between the jaws and the instrument shaft is past the distal end of the trocar cannula. No incident related to the reported event was observed during the batch record review.